Manufacturer narrative:
The device was returned fully deployed with the pink slide insert in the viewing window. The data showed that the first priming sequence ended at pulse 51 and deactivation occurred at pulse 537. The needle mechanism was reset and redeployed during the investigation with no issue. No other damage or defects were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 394 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a bolus was delivered.